Event description:
It was reported that the patient received inappropriate therapy. Noise and oversensing were observed on egms. In clinic, the oversensing was reproducible.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.